Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043360) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) implanted. It was reported that one of the coils is missing and the other is hurting very bad [coil]. She went in for hysterectomy on a non reported date. No consumer contact information provided. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one coil is missing. This event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure use, the micro-insert can move towards to distal part of fallopian tubes or migrate into peritoneal cavity. In this case, limited information was provided. It was stated one coil was missing and other was hurting. She also mentioned that she went in for hysterectomy. Although the exact date and mechanism of this dislocation are not known, considering its nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.